Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in a severely calcified and mildly tortuous proximal left anterior descending artery. The taxus express2 2.75 x 28 mm drug eluting stent was unable to cross the lesion. When the device was removed, it was noted that a stent strut was flared. The procedure was completed with another manufacturer's stent. No patient complications occurred. Patient status is satisfactory.